Event description:
Incident described as: customer stated the conchapak water bottle is defective. Water came out of the patient's nasal cannula spraying the infant, nurse and family member. The cannula was not in the infants' nose at the time of incident. Water came from the conchapak water bottle cannula was attached to. No patient injury or medical intervention noted.

Manufacturer narrative:
Device is available for evaluation, but has not been received yet. Investigation report is not available yet. A follow up report will be sent when investigation is complete.